Manufacturer narrative:
The insulin pump powered up properly. No failed battery test alarm noted during testing. All operating currents are within specs. No unexpected restart alarm noted. The insulin pump passed displacement test, self-test and unexpected restart error test. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor. The insulin pump was unable to perform excessive no delivery test and occlusion test due to prime/fill anomaly. The motor was tested outside the insulin pump and passed. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and scratched keypad overlay.

Event description:
It was reported the customer received unexpected restart alarms on their insulin pump. Customer also stated their insulin pump had to be reset. It was also found the customer had a failed battery test alarm when inserting a new battery. The customer's father also reported motor error alarms on the insulin pump. Customer's blood glucose was unknown. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.